Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, there was a problem unloading the device and its component broke off, wherein when trying to cycle the device, the device made a "funny" sound, was able to close, but not open, reload locked into an articulated angle, and the device fired. The reload then locked into closed and fired, was not able to retract the knife blade or open the jaws. After inspecting the product, the adapter indicator lane showed that the adapter was attached, but had a black background, the reload lane showed to attach a reload. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the powered adapter was returned with a reload attached. The reload was fired and articulated. There was a tare issue present on the adapter during functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.